Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported cloudy solution bags, which was later confirmed as cloudy effluent. Follow up with the peritoneal dialysis registered nurse (pdrn) indicated the patient was very new to pd therapy, having only completed training on (B)(6) 2015. Per pdrn the patient was diagnosed with peritonitis on (B)(6) 2015. The patient went to the hospital with unknown signs and symptoms but was not admitted. There was no organism growth observed in fluid cultures. The patient was treated with fortaz and vancomycin via ip. At the time of the report the patient is still being treated with vancomycin. The pdrn suspected a breach in technique caused the peritonitis but cannot confirm.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. No reserve samples from the complaint device lot number were available from these lots in distribution centers to be analyzed, as the entirety of the lot had been sold and distributed. Device history review was performed and no non-conformance reports or other abnormalities during the manufacturing process were found for this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
On (B)(6) 2015 pd fluid collected and cultured showed cloudy appearance, lactate dehydrogenase 23 (3-23u/l), glucose 717mg/dl, total protein 0.2g/dl, white blood cells 2,102, neutrophil count 71, monocyte-macrophage serous fluid 25, no organisms seen, and no growth after three days. On (B)(6) 2015 computerized tomography of abdomen and pelvis without contrast showed bibasilar atelectasis, no effusions, heart normal size, small 17mm nodular area in the left renal fossa was stable, left kidney not visualized, there was descending colonic and sigmoid diverticulosis, mild inflammatory changes noted around the distal descending colon compatible with active diverticulitis, pd catheter was in place within the pelvis, small bilateral inguinal hernias and umbilical hernia containing fat. On (B)(6) 2015 blood cultures from right arm anaerobic and aerobic showed no growth after 5 days. On (B)(6) 2015 blood cultures from left arm anaerobic and aerobic showed no growth after 5 days. There is no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis. However, there is a probable association between co-morbid disease of diverticulitis and the event of peritonitis. Further information has been solicited.

Event description:
Medical records were received from the patient's treatment facility. On (B)(6) 2015, the patient presented to a hospital's emergency department with abdominal pain worsening since the morning, chills, 99.8 degrees fahrenheit temperature, with abdominal pain worsening with leg down position. During the physical examination on (B)(6) 2015 the pain was described as tenderness in the right lower quadrant, periumbilical area, suprapubic area, and left lower quadrant. After being admitted, the patient was administered fortaz (ceftazidime) and vancomycin via intravenous (IV) route (dose regimen not reported). Peritoneal dialysis (pd) fluid collected and cultured on (B)(6) 2015 showed a cloudy appearance with white blood cells 2,102. A computerized tomography of abdomen and pelvis without contrast on (B)(6) 2015 showed descending colonic and sigmoid diverticulosis and mild inflammatory changes noted around the distal descending colon compatible with active diverticulitis.